Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 15dec2022, it was reported that the patient was exposed to more radiation due to this occurrence. A new like device was used to complete the procedure successfully.

Event description:
A 40 cm 8.5 fr internal drainage catheter was to be placed in the left hepatic biliary duct of a hepatic oncology patient for a trans hepatic biliary drainage and cholangiogram. A drainage catheter from another manufacturer was used for external drainage.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additionally, cook received 26 unopened packages, having the same lot as the reported device were returned. However, the two reported complaint devices, ult8.5-38-40-p-32s-clb-rh, ultrathane mac-loc locking loop biliary drainage catheter, lot 13597680 were not returned. During table-top testing, the supplied obturators were fully inserted into the flexible stiffeners. The flexible stiffeners were fully inserted into each of the returned catheters encountering no difficulty. The flexible stiffeners could be removed from the catheter without encountering resistance. The outer diameter of the flexible stiffener was found to be within specification. The inner diameter of the catheter was found to be within specification as well. The appropriate personnel have been notified. Per the risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional common name: lje catheter, nephrostomy; gbo catheter, nephrostomy, general & plastic surgery procode: additional pro code: lje; gbo. Initial reporter customer (person): phone: (B)(6). PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire and plastic flexible stiffener became stuck in an ultrathane mac-loc locking loop biliary drainage catheter two separate times prior to an unknown drainage procedure. The complaint devices did not make patient contact. As reported, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation: on 24nov2022, cook european shared service center (essc) received a complaint from a representative at the united medical industries co ltd. Facility located in the city of riyadh, saudi arabia. Upon an attempt to remove the flexible stiffener from the ultrathane mac-loc locking loop biliary drainage catheter (rpn: ult8.5-38-40-p-32s-clb-rh, lot: 13597680), the wire became stuck, preventing the stiffener from being removed from the drainage catheter. The patient received more radiation due to this occurrence. The surgeons cut the catheter to release and remove. This occurred on two occasions. A new catheter was inserted to complete the procedure successfully. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 13597680 found no nonconformances that could have contributed to the reported failure mode. One relevant nonconformance for "shaft difficult to wire" in a subassembly lot was identified, in which one device was scrapped prior to further processing. It should be noted that no other complaints have been associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ states: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered from a review of the dmr, IFU and DHR, suggests that the device was not manufactured out of specification and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. The appropriate personnel have been notified. Per the risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.